Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the patient did not experience or have any knowledge of the retracted/coiled catheter. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via manufacturer representative. It was reported that it was unknown when the patient first started experiencing the kinked catheter. It was reported that the patient believed she was receiving effective therapy despite still requiring oral medications. It was reported that it is possible the kink may have occurred at revision of the spinal segment in 2005, or perhaps since if the catheter had migrated down (but the hcp did not know where the tip was placed and that surgeon had since moved). It was reported that the cause of the kinked catheter was not determined. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that it could not be determined when the retracted/coiled catheter occurred. It was reported that no cause could be determined. No further complications were reported.

Event description:
Information was received from a patient via a manufacturer's representative (rep) regarding a patient who was receiving 12.5mg/ml dilaudid at 3.95mg/day and 20mg/ml bupivacaine at 6.3mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient had higher than expected residual volume at the last refill (and possibly the refill before that but doesn¿t know the volumes). The patient reported only 50-60% pain relief with a slight increase after the last dose increase which happened two refills ago. The patient had a pump replaced due to normal battery depletion. During the operation the catheter aspiration was negative for cerebrospinal fluid (csf) and the catheter appears to have a kink just distal to the anchor. It was reported that the catheter also may have retracted with the tip just at l1 and the catheter was visually coiled between the anchor and the tip. The suture connector was cut off from the catheter and replaced with a new 8578, but there was still no return of csf. A back table prime of 0.300ml was done since the catheter priming bolus could not be done. The healthcare provider planned to reference the patient to a different doctor for a catheter replacement. The issue was not resolved at the time of the report and the patient status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.